Manufacturer narrative:
(B)(4). Concomitant products: guide wire: runthrough; guide catheter: profit. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the proximal left anterior descending artery with moderate tortuosity and moderate calcification. A 3.5 x 23 mm xience xpedition stent was implanted, but was not fully apposed to the vessel wall; therefore, the 4.5 x 12 mm trek balloon catheter was advanced for post-dilatation, but could not cross the previously implanted stent. The trek was removed without issue. A non-abbott balloon catheter was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.